Manufacturer narrative:
This supplemental report is being submitted to provide required corrections to the below fields: b5, d4, h2, h6, and h11. The most probable cause of "air water channel had foreign material and air water cylinder had foreign material" failures were: failure to follow instructions.

Event description:
The air water cylinder also exhibited foreign material.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited air water channel has foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. The event can be prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.